Manufacturer narrative:
Block h6: imdrf device code a150203 captures the reportable event of bands were difficult to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, there were difficulties when attempting to deploy the bands. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.